Event description:
It was reported to boston scientific corporation, a patient underwent a therapeutic urological procedure in 2007. During the procedure, our uromax ultra balloon dilatation catheter device burst while in the patient. Inflation rate is unknown. The uromax ultra balloon dilatation catheter device was retrieved through the scope, with the entire balloon still completely attached. Upon removal, there was excessive bleeding noted. A retrograde pyelogram was performed and bruising was noticed on the left side of the urinary tract. The patient required the placement of urethral stent for remedial action. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. A lot history search was performed and found no other complaints have been reported from this lot. The march 2007, 15-month uromax ultra complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint event.